Manufacturer narrative:
Correction: h6 updated health effect and medical device problem codes manufacturer's investigation conclusion: the reported event of an issue with the backup battery cover screw was confirmed with the returned system controller (serial # (B)(6)). The device passed the functional testing, confirming all visual and audible alarms activated when induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The device functioned as intended. Prior to functional testing, visual inspection revealed one of the backup battery cover plate screws was unthreaded. The unthreaded state of the screw would not secure the cover plate or be unscrewed to remove the cover plate. A manufacturing analysis task was performed and determined the screw was provided in its unthreaded state from the vendor. A change order was implemented to update the heartmate ii system controller manufacturing documents to include the inspection of the backup battery cover screws. The returned system controller was manufactured prior to implementation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. The system controller was manufactured prior to the implementation of the change order to update. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the while attempting to unscrew the 4 screws on the back of the system controller to insert the backup battery, one of the screws was not able to be unscrewed. It was tried multiple times and the screwdriver provided spun freely. The system controller was deemed unusable as the backup battery could not be inserted; a new system controller was opened and used in its place. It was noted that there was no delay in implant procedure or patient care related to the screw issue on the system controller..